Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 25 and 36 hours. The patient's father reported the cannula dislodged and insulin was leaking during wear. The pod adhesive was reportedly secure during wear. The patient was able to resume treatment.